Event description:
It was reported to philips that the system was unable to boot up fully. The device was not in clinical use at the time of event. No harm to user or patient was reported to philips. Philips has started an investigation of this complaint.